Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the right knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.